Event description:
As reported by the field, this was a mechanical thrombectomy of ic-top to treat acute ischemic stroke. The procedure was performed by combined technique, using a 132cm cereglide 71 catheter (nic71132c, 31364338) and an embotrap. After 1pass, the cereglide catheter was flushed outside the patient's body during preparation for the second pass, a leak was detected at around 10-15cm from indicator band. There was no negative impact to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Section d2b: procode is nry/qjp. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # :(B)(4). Updated sections on this med watch report: b4, g3, g6, h2, h3, h6 and h11. Complaint conclusion: as reported by the field, this was a mechanical thrombectomy of ic-top to treat acute ischemic stroke. The procedure was performed by combined technique, using a 132cm cereglide 71 catheter (nic71132c, 31364338) and an embotrap. After 1pass, the cereglide catheter was flushed outside the patient's body during preparation for the second pass, a leak was detected at around 10-15cm from indicator band. There was no negative impact to the patient. No additional information is available. A non-sterile 132cm cereglide 71 catheter was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and no apparent damage was noted. The catheter was flushed using a lab-sample syringe, and the water was leaking at 11 cm from the proximal end. The body was then inspected under magnification and a fracture was noted. The issue reported regarding leakage was confirmed during the functional test. The fracture showed signs of tearing, suggesting that the device was first kinked and then fractured. Factors not described in the information provided, such as device manipulation, and operator¿s technique, may have contributed to the issue encountered. According to the risk documentation a damaged catheter is a potential issue that can occur during device removal from hoop due to user technique. With the limited information available, a conclusive cause cannot be determined, however, given the broad sequence of events, there is no indication that the issue reported in the complaint is related to a manufacturing issue. A manufacturing record evaluation was performed for the finished device 31364338 number, and no non-conformances related to the malfunction were identified. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Devices undergo 100% inspection at different points during the manufacturing process to prevent damages such as catheter stretching and kinking from leaving the facility. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use contain the following precaution: ¿ exercise care in handling the intermediate catheter to reduce the chance of accidental damage. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.